Event description:
I received a three month supply of freestyle libre sensors. Over a nine area period all six devices proved defective. As a result of repeated applications, I have what I surmise is skeletal bruising. X-rays taken awaiting results. Abbott laboratories were advised of the defects but no action was taken to assure against a repeat occurrence. FDA safety report ID# (B)(4).

Event description:
I received a three month supply of freestyle libre sensors. Over a nine area period all six devices proved defective. As a result of repeated applications, I have what I surmise is skeletal bruising. X-rays taken awaiting results. Abbott laboratories were advised of the defects but no action was taken to assure against a repeat occurrence. FDA safety report ID# (B)(4).